Event description:
The customer reported obtaining high patient results for ion selective electrode (ise) sodium (na) with flags (ph,h) and high chloride (cl) on their au5800 clinical chemistry analyzer. The customer did not report the high results out of the laboratory. The customer repeated the patient sample and obtained correct results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for one (1) patient.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and replaced the sample syringe and cleaned the ise tubing to resolve the issue. The fse performed calibration and quality control, which all passed. The fse verified analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).